Event description:
It was reported that the lead fractured and had high and unstable impedance, oversensing, noise on the electrogram and the lead integrity alert triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments and the distal conductor was fractured. The defibrillator conductor was distorted and there was blood/body fluid in the outer tubing overlay. The outer tubing overlay was melted and had environmental stress cracking. The outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.